Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip on her left side on or about (B)(6), 2008 and on her right side on or about (B)(6), 2008. Patient later experienced pain and elevated levels of cobalt and chromium. Patient has not yet scheduled an explantation of either of her asr hip implants. (B)(6) 2012 - the sales rep has reported the revision for the left side. Patient was revised due to pain and elevated metal ion levels.

Event description:
Comment: medical records indicate a correction to doi/dor dates. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip). Doi: (B)(6) 2008 - dor: none reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.